Event description:
Related manufacturer report number: 2017865-2024-33117. During an in-clinic follow-up, noise that led to oversensing was detected on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.